Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1. Initial report phone number: (B)(6). D4. Medical device catalog#: unknown. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.6. Investigation summary: material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported that prior to using an unknown bd specimen management product, the packaging and cap were damaged. No patient impact reported. The following information was provided by the initial reporter: "the packaging is damaged (bottle cap is damaged) and has not been used again."